Event description:
Boston scientific received information that the patient with this pacemaker experienced extreme dizziness, with a heart rate of 27 beats per minute and was subsequently hospitalized. Upon interrogation of the device it was found that the device and competitor ventricular lead exhibited a loss of capture (loc) with no syncopal episodes. The device was reprogrammed and the patient did not experience any additional adverse events. The device remains in service.

Manufacturer narrative:
The device and competitor lead remain in service, therefore, the device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.